Manufacturer narrative:
H3 other text : device not accessible. Customer performed repair.

Event description:
It was reported that the device is not locking into brake/unlocks by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This device was reported in error. The correct device with the issue was identified, and an investigation was completed under MFR report #0001831750-2024-00374. This MDR was created in error.

Event description:
It was reported that the device is not locking into brake/unlocks by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.